Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the helix would not be extended due to drive shaft lug stuck behind the retraction stop. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead had low impedance independent of the connection or the position of the lead in the rv. The lead was finally extracted and the physician noted that the helix mechanism did not work. The helix did not extract/retract properly. Another lead was implanted. No patient complications have been reported as a result of this event.